Event description:
It was reported that patient experienced skin erosion and infection at the dbs ipg pocket site. It was noted that the patient had a fall to the chest area. Surgical intervention was undertaken wherein the ipg was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Manufacturer narrative:
A patient experienced skin erosion and infection at the dbs ipg pocket site was reported to abbott. It was noted that the patient had a fall to the chest area. Surgical intervention was undertaken wherein the ipg was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.